Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose levels (384 mg/dl). Customer stated elevated bg's may be due to becoming sick. Customer delivered a bolus to stabilize blood glucose level. Recommendation was made to discuss diabetes management with their health care professional.